Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, the no failure was found during pre-repair assessment. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from poland that the battery handpiece device was not working properly and the trigger was jamming. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.